Manufacturer narrative:
This device used for treatment and not diagnosis. A piece of the first thread flanks is sheared off. The thread flank is bent downward next to the damage. There are strong stress marks visible at the side of the sleeve above the damage. The relevant dimensions can not be verified anymore because of the damage. Therefore, this complaint is indeterminate from a manufacturing standpoint. The tread flank is sheared off, the thread flank next to this damage is bent downward and the visible stress marks above the damage let us assume that this device was exposed to lateral stress to remove it before is was completely unscrewed. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device used for treatment and not diagnosis. Product development performed an evaluation of the product: the distractor tip shows damage to the first thread at the distal tip. The initial thread is deformed and missing material. The remaining surfaces are in good condition. The return did not include the liberated metal shavings detailed in the complaint description. The distractor tip threads into the female thread of the matrix pedicle screw. The chu engineer installed the return into a pedicle screw. Although the tip was fully seated in the screw, the threaded interface was not smooth due to the damaged thread surfaces of the distractor tip. If the external thread has damaged surfaces prior to use, this tip can gall the thread of the screw creating metal shavings. In addition, this instrument can be cross threaded to the bone screw if introduced off axis. The chu engineer calculated the occurrence rate for this failure based on the estimated usage of the distractor tip. From october 2009 to february 2012, the complaint history shows 15 complaints with a similar hazard. The estimated usage for the same time period is .073 percent. 20 percent, note to file for 0000010687 justification of occurrences, of 102.686 - 04.632.000 sold. The damage to the first thread of the returned distractor tip suggests thread galling with the bone screw. The condition that caused this hazard is not known. The thread size and pitch call outs for the instrument and bone screw are in agreement. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Review of the device history record showed that the device was made to the correct material requirements, and met the hardness and required specifications. The lot was inspected and conformed to the synthes incoming final inspection. There were no complaint-related anomalies. All dimensions conformed to specifications.

Event description:
It was reported that the surgeon used the matrix distractor tip to thread into a matrix bone screw, and a threaded matrix distractor tip into another unknown matrix screw ipsilaterally and the matrix screw were distracted with a matrix distractor rack this was used to assist with a tpal trial and placement. When the matrix distractor tip was removed the surgeon noticed metal shavings/silver threads coming off. Prior to closing the patient, the surgeon removed additional silver threads/metal shavings from the surgical site. No extra time was added to the surgery and reportedly there was no apparent effect to the patient. This is 1 of 1 report for this event.